Event description:
It was reported that during a consignment inspection the device was found with corrosion/discoloration. The device will be returned. The investigation found that there were little pieces breaking off in certain areas.